Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) suffered a fall and lost stimulation. The pt was unable to communicate with her ipg. The pt underwent a revision surgery (unk date) where it was determined the ipg was working properly, however, the lead was cracked. The physician removed the cracked lead but was unable to implant a new lead at this time. Surgical intervention is pending to address the issue.